Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the battery, despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 170 mg/dl at the highest. Reportedly, the customer reverted to manual injections for alternate insulin therapy.